Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that high out of range shock impedance and atrial oversensing were observed. The lead was extracted and replaced by a new one.

Manufacturer narrative:
Combination product: yes upon receipt, the lead under complaint was found cut 23.5 cm distal to the is-1 connector pin (into 2 segments). An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis showed 16 cm distal to the is-1 connector pin that the insulation was found abraded through and the conductor cable leading to the proximal ring electrode of the atrial dipole fractured. Furthermore, the conductor cable leading to the rv shock coil was found fractured 3.5 cm distal to the df-1 connector pin, which is assumed to be the root cause of the reported high shock impedance. Based on the characteristics, as well as the location of the above-mentioned damages, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. Additionally, the helix was found bent and the rv shock coil deformed, these damages probably occurred during the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.